Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the down arrow and contrast buttons had a delayed response. The reporter denied damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be torn over the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok, contrast, and down arrow buttons were intermittently unresponsive; the up arrow button responded appropriately. During investigation, evidence of contamination was found under all keypad contacts.